Event description:
It was reported that a patient underwent a skull drilling and drainage procedure on (B)(6) 2023 and suture was used. During the procedure, at 10:00 am, the doctor performed skull drilling and drainage. When the director requested the use of suture to sew the patient's meninges, the first needle was punctured and the problem of pulling off suture needle happened. Then, the doctor took out the needle from the tissue, and the instrument nurse checked its integrity. Using the same needle for comparison, a missing piece was found, and the chief surgeon was immediately reported. Using a c-arm machine for fluoroscopy, it was confirmed that it was not inside the patient's skull. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please confirm if the same needle had the issues of pull off and breakage or if two different devices were involved. What was done to retrieve the broken piece? For example, another incision, or second surgery? Was there any additional tissue damage as a result of searching for the needle piece? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/19/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 67-year-old male. He underwent skull drilling and drainage surgery at hospital on (B)(6) 2023. The surgeon used vcp433h for meningeal sewing during the surgery. The pull off suture needle during the sewing. The surgeon immediately removed the detached needle and verified the integrity of the needle, and found the needle was partially missing (the specific length of missing part was unknown). The surgeon immediately gave the patient intraoperative c-arm to look for the missing needle part. No needle part was found in the patient's head. Therefore, a new suture (with unknown specific product information) was replaced for continuous suturing. The subsequent surgery went smoothly. No subsequent adverse event report was received.